Event description:
It was reported that blue belt foot pedal remains permanently in the active position. Surgery was completed with legion standard instrumentation. It is unknown if there was a delay but no patient impact was reported.

Manufacturer narrative:
The device was used during treatment and was returned for evaluation. There was no lot number indicated in the original complaint. However, all lots of pn 120031 distributed to the field from when the part number was first inspected to the complaint occurrence date were reviewed and did not find any issues that could potentially lead to performance issues. Therefore, the device met manufacturing specifications prior to being released for distribution. A complaint history review was performed and a report of the issue was found. This issue will continue to be monitored. The failure mode is identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#cd) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. Since the reported event was related to a component failure, there is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. The functional evaluation of the foot pedal found that it did not get stuck when pressed harder than usual. Therefore, the reported event could not be confirmed. However, a factor that could have contributed to the reported event was that debris could have gotten caught in the blue foot pedal preventing it from moving back up from the active position at the time of the complaint. The root cause of the reported event could not be determined. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunction occurred during surgery but the procedure was changed to manual instrumentation to complete the surgery. There was no major delay and therefore, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time.

Manufacturer narrative:
Additional info: d10.